Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were provided for this event. There was one valve load check showing a good load. The imaging provided confirmed the first valve system was constrained at 80%. The second system showed better results at 80% deployed. No other imaging was provided. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The capsule frame appeared buckled at the proximal end of the capsule, which is most likely the capsule break reported in the event. There was damage observed on the screw gear threading in the dcs handle. This damage indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There was no other evidence of damage observed on the dcs. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown. However, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, it was reported that the anatomy contributed to causing tension on the opened capsule during the valve release. The tension caused by the anatomy may have caused or contributed to the capsule damage and screw gear damage. The dcs was removed from the patient and a new valve was used. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. No adverse patient effects were reported. Updated data: h6 method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The capsule appeared buckled at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the annulus measurement resulted to an evolutr 29 mm valve. The valve was loaded uneventfully. The valve was placed and attempted to be released but did not completely flare. A second deployment attempt was made and the valve failed to flare again. A capsule break on the delivery catheter system (dcs) was reported during the two deployment attempts. The patient had a moderately calcified around the annulus of the native aortic valve and a horizontal aorta. It was believed that the anatomy contributed to causing tension on the opened capsule during the valve release. The dcs was removed from the patient and a new valve was used. The second valve was implanted successfully. No adverse patient effects were reported.